Event description:
It was reported that episodes of noise were observed. Lead issue was suspected. Patient is well. No further information is available at this time as any further examination or revision is pending patient decision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.